Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber turned opaque after a few minutes and started to melt and collapse inwards during the ventilator check.

Event description:
A hospital in (B)(6) reported that an mr290 autofeed humidification chamber turned opaque after a few minutes and started to melt and collapse inwards during the ventilator check.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was received, along with six other unused chambers from the same batch. The complaint chamber was visually inspected. The chamber was also cut open and the interior dome and base surfaces checked for residue. Several performance tests were carried out on one of the unused returned chambers, using various setups with and without water in the chamber and with the temperature probes correctly and incorrectly connected. The purpose of the testing was to determine whether it was possible to generate the melting temperature of the dome plastic inside the chamber with a correctly working heater base and temperature probe. Results: a visual inspection revealed that the complaint mr290 chamber dome was deformed and slightly discoloured. No residue or other evidence of drugs or other additives was found inside the chamber. It was not possible to recreate the fault with the different setups tested. None of the test scenarios produced temperatures high enough to compromise the chamber structure or cause it to deform or discolor. A lot check revealed no other complaints of this nature for lot number 110518. Conclusion: we were unable to determine what caused the problem observed by the hospital as we were unable to replicate the issue during testing . In addition, this is the only incidence of this type that has been reported to us. Further information received reveals that immediately following the chamber deformation hospital staff removed the deformed chamber and placed a second chamber on the same setup. The same temperature probes, heater wire, and heater base were used for the replaced chamber and this chamber functioned properly without incident. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare new zealand for inspection. We will provide a follow-up report once we receive the complaint device and have completed our investigation.